Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant surgery, he has a pt with a questionable outcome who does not have near vision in one eye. This eye received a refractive laser treatment to correct distance vision, which is now 20/20, but near vision is 20/100. Additional inf has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing document. Not enough info was provided from the account for further investigation. Additional info was requested. A completed questionaire was not received. (B)(4).